Event description:
A shunt became occluded, but the dr was unable to extract catheter. When he was able to cut a piece of the catheter off the system he noticed a breakdown of the material. He has implanted several of these products but has not seen this type of breakdown before. Shunt was implanted in 96 and revised in 99.